Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that fragments from proximal head are broken out. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: the performed investigation of the instrument shows significant metallic splinters at the area of the cannulation. It is likely that violently hammering was leading to strain hardening. This prefers the formation of chipping. Subsequently cut marks were recognized at the pivoted lever. It is likely that there was a direct impact of percussion; per the technique guide, direct impact on the t-piece is to be prevented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.